Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 smelled like hot plastic while using. The burning plastic smell was not expanded on. It is unknown where the smell of plastic came from. No pictures were taken. No description of the jaws was provided. It's unknown if the extension cable was defective with the change. No additional information on this was reported. It was also reported to have intermittent power to the jaws while using. It is unknown whether the device was inspected prior to use. A slight delay to troubleshoot - extension cable changed, and they opened a new kit to complete the procedure. None injury was reported.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11 the device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported lot # unk a lot history record review was completed for lots 3000513525, 3000513909, and 3000492967 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.